Event description:
Patient ID: (B)(6). Additional information was received: it was reported that 5f sheath was used in both left common femoral artery (lcfa) and right common femoral artery (rcfa), then the sheath size was exchanged to 8f in both lcfa and rcfa. Hemostasis was achieved with both proglide devices in the lcfa and rcfa. It was confirmed that the blood ooze was in fact bilateral tissue track oozing when the patient was in the recovery area. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The patient effects of syncope and hypotension are listed in the electronic perclose proglide instructions for use, as potential adverse events of use of the device. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced are being filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that a bilateral arteriotomy closure was attempted using proglide devices after a percutaneous coronary intervention procedure. Reportedly, no specific device malfunctions were reported; however, blood ooze was reported in both groins which required manual arterial compression. Atropine was prescribed to treat the vagal response due to manual compression of the access site. The left groin persistent track ooze required lido/epi injection and low blood pressure which was treated with ivf and atropine. Patient had prolonged hospitalization. Vital signs and hemoglobin/hematocrit were stable for discharge. There was no clinically significant delay in the procedure or therapy. No additional information was provided.